Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that suture placement in a calcified common femoral vein was attempted with a proglide device using the pre-close technique via an 8f sheath prior to an interventional thrombectomy procedure. Reportedly, the suture did not capture the vein. Two more proglide were used with the same result. The sutures of three new proglide devices were successfully pre-placed. The sheath was upsized to 22f and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.